Event description:
The initial reporter stated they received discrepant results for five patient samples tested with elecsys hcg+beta on a cobas e 411 analyzer. The customer noticed a large difference in patient values, so they decided to repeat the patient samples. The samples were repeated. The first sample initially resulted in an hcg+beta value of 12.25 uiu/l and it repeated as 0.463 uiu/l. The customer deemed a value of < 1 uiu/l to be correct. The second sample initially resulted in an hcg+beta value of 10.13 uiu/l. The sample was repeated twice, resulting in values of 1.67 uiu/l and 0.498 uiu/l. The customer deemed a value of < 1 uiu/l to be correct. The third sample initially resulted in an hcg+beta value of 31.8 uiu/l. The sample was repeated twice, resulting in values of 1.09 uiu/l and 0.232 uiu/l. The customer deemed a value of < 1 uiu/l to be correct. The fourth sample initially resulted in an hcg+beta value of 38.72 uiu/l. The sample was repeated twice, resulting in values of 4.75 uiu/l and 4.64 uiu/l. The customer deemed a value of 5 uiu/l to be correct. The fifth sample initially resulted in an hcg+beta value of 33.27 uiu/l and it repeated as < 1 uiu/l. The customer deemed a value of < 1 uiu/l to be correct.

Manufacturer narrative:
The hcg+beta reagent lot number was 77493001. The reagent expiration date was requested, but not provided. The customer stated that controls were outside of range at the time of the event. The field service engineer found a contaminated sample probe. The probe was cleaned. Precision studies and performance testing were carried out. The investigation determined the service actions resolved the issue.